Event description:
Client was in the (B)(4) floor lift to be transferred in the carendo shower chair. Both devices stood on the brakes. The lift had been moved up relative to the chair. While going down the client remarked that she would come and sit on the edge of the chair; therefore, her feet moved towards the chair. This makes the client collapse by her knee and the carer has accompanied her to the ground. No injury occurred. Reference MFR report number 9681684-2013-00055.